Event description:
The director of prosthetic surgery dept. At (B)(6) hospital, reported: " (B)(6) patient, underwent to revision hip surgery due to aseptic loosening of the acetabular component, first surgery was performed on (B)(6) 2007".

Manufacturer narrative:
It was noted that the device would be kept in hospital for six months due to internal procedure. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding loosening involving a trident gen11 shell was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. Medical records received and evaluation indicated that insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
(B)(6) reported: "a (B)(6) patient, underwent to revision hip surgery due to aseptic loosening of the acetabular component, first surgery was performed on (B)(6) 2007".